Manufacturer narrative:
Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 5/14/2012. The UDI has been updated accordingly. Correction: manufacturer location: the manufacturer location was inadvertently documented as (B)(4) in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor power was too low on the air pen drive device. It was further determined that the device failed pretest check power with test bench, minute 30 to 80 w, (xx), check valve-control in ¿hand¿ position with hand switch, check valve-control in ¿lock¿ position, check external leak tightness, check internal leak tightness, general condition and check status of development. It was noted in the service order that the internal components of the device were worn while in use with the k-wire attachment device and the drill attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.